Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an apply sample message on their one touch vita meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call: at an unspecified date and time the patient attempted to test her blood glucose on the meter; however, was unsuccessful due to the apply sample message. At an unspecified time later on the same day, the patient developed symptoms of "hypoglycemia". There is no detail information about her symptoms. The patient's daughter treated her with some sugar and the patient did not seek any further medical attention or contact her physician for assistance. This is not the first time the product is being used. The technique of applying blood on the test strip is correct. The patient was using the correct test strips and the cca walked the patient through the priper way of testing and the issue was not resolved. The product was replaced. No further clinical information was provided. It would have been helpful to know the readings prior to the event, the date and time of the event, exact symptoms, how soon after the patient developed symptoms, how long symptoms lasted and the patient's diabetes regimen. The complaint is being reported since the patient alleged that she developed hypoglycemic symptoms after she was unable to obtain a result on her lfs meter.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Test strip lot # was not provided.the 510 (k) # is k082513.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 2/supplemental report text- (B)(6)2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle and angle closure. The icl was exchanged for a shorter lens. The patient's bcva was 20/22.

Event description:
It was reported to boston scientific corporation that a advanix' biliary stent was used in the common bile duct of a male patient (patient age and weight are unknown). During a stent removal procedure, the advanix' biliary stent tore at the flange as it was being removed with a snare from the common bile duct. The removal procedure was successfully completed with no reported patient complications. The patient was reported to be in fine condition after the procedure.